Event description:
It was reported to baxter (B)(4) that 8 intermate sv50 devices were leaking from the distal luer end. This is report number 8 of 8. The devices had been filled with 90 milligrams pamidronate in 250 milliliters 0.9% sodium chloride when the leaks were observed. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a procedure to remove bile duct stones on (B)(6), 2010. According to the complainant, during the procedure, when an attempt was made to bow the device the cut wire broke at the base. No part of the wire detached into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak from the distal luer end. The root cause was determined to be insufficient bonding. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.